Event description:
The distributor reported that during incoming inspection, this item was found to have a black particle inside the tubing, which was deemed unacceptable.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (B)(4), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one (1) unopened sample was received for analysis. Evaluation of the submitted complaint sample was able to confirm the presence of a loose black piece of debris inside the fluid path of the shunt, at the fenestrated section of the sample. It has been identified that this failure mode is not an isolated event. The shunt assemblies are manufactured in a controlled manufacturing environment that uses strict control over product movement into and out of the manufacturing room and requires specialty personal protective equipment for the manufacturing personnel to minimize the inadvertent transfer of debris. A device history review (DHR) for the listed manufacturing lot showed (B)(4) non-conformances (B)(4). In each instance, the product was 100% culled and submitted to quality assurance for inspection. No other quality problems or rejections related to this incident were recorded. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.